Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The patient effects of hemorrhage and thrombosis are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the insufficient information could not be determined. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "early ambulation and hemostasis after atrial fibrillation ablation with the perclose vascular closure device: prospects for same-day discharge." B3 - date of event: estimated d4 - primary UDI number: the UDI number is not known as the part and lot number were not provided.

Event description:
The article aimed to evaluate the feasibility of same-day ambulation, the safety of the perclose vascular closure device, and to determine complications of this procedure. This article was a study of 372 patients who underwent hemostasis with the perclose vascular closure device after atrial fibrillation ablation, between may 2022 and july 2023. It was found that four patients experienced bleeding after starting to walk post-surgery, 2 patients had bleeding that required extended hospitalization, and 2 patients developed acute deep vein thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "early ambulation and hemostasis after atrial fibrillation ablation with the perclose vascular closure device: prospects for same-day discharge."